Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 532 mg/dl. The customer also requested assistance with programming their insulin pump. The customer did not treat their blood glucose at the time of the call. It was also found the customer became confused while attempting to program their insulin pump. The customer reported they did not have any insulin remaining to treat for their blood glucose. Customer also reported the paramedics were called to treat their blood glucose. Customer stated their blood glucose reached 588 mg/dl. Customer was advised to call back for assistance with programming their insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.